Manufacturer narrative:
Section a2 and a4 - unknown, as information was requested but not provided. Section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted due to a deviation or a tilt in the patient's eye. Another iol was implanted and no patient injury was reported. Through follow-up we learned that the replacement iol model was a diw375 model lens and it was implanted on (B)(6) 2023. It is unknown when the patient first experienced any symptoms related to the iol deviation. No additional procedures were performed. The patient's visual acuity improved to 1.0 and no further details were reported.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 08-nov-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint lens was received cut in half with viscoelastic traces still present on the lens. The lens was cleaned and presented damaged with scratches. No issues that would have caused or contributed to the complaint event were identified. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.